Event description:
A hospital in (B)(6) reported that two mr290 autofeed humidification chambers were leaking water near the chamber base. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) for inspection. Results: the first complaint chamber was cracked on the dome, between one of the ports and the baffle. The second complaint chamber was cracked on the dome, below one of the ports. Both complaint chambers had cracks stretching along the base, and residue was found on both chamber domes. It also appears that something had been dropped on to the chamber dome. A lot check revealed no other complaint of this type for lot number 120614. Conclusion: from the residue and type of cracking observed on the chamber we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Based on our inspection of the returned device, the residue on the chamber domes indicates that the domes came in contact with cleaning solutions containing ethanol, which could potentially cause the cracking of the chambers. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product". Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).